Manufacturer narrative:
Evaluation summary: no lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported his peripheral vision has decreased by half in the year following implant of a micro-filtration device. He reports his vision is bad towards the evenings and is almost non-existent. It is also hard for him to see when the sun is shining. Additional information was received from the consumer reporting after the implant, his vision was 'beautiful', but it is now getting darker and darker. His doctor advised him the device did not have anything to do with his vision changing.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been returned for evaluation for the report of vision decrease; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are three additional complaints associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. There is no report of device malfunction. A possible root cause is that postoperative worsening in visual field loss is an established risk associated with use of the system that is clearly specified in the product IFU. The manufacturer internal reference number is: (B)(4).